Manufacturer narrative:
The pump passed the functional tests. The pump was received with normal operating currents and no unexpected off no power, low battery, blank display, black display or number scrolling up noted. All the buttons functioned properly and no moisture damage on the keypad traces, on electronic assembly or motor noted. The pump communicated properly with the mini link transmitter sensor and glucose sensor simulator. No unexpected weak signal alarm was noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump periodically stops working and the screen goes blank. Customer's blood glucose was 160mg/dl at the time of incident. Troubleshooting found that the pump alarmed weak battery and has moisture under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.